Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges he was riding his scooter up a small hill when the scooter started rolling backwards about 20-30 feet. He turned into a driveway to stop it when it allegedly tipped over falling on top of him.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges he was riding his scooter up a small hill when the scooter started rolling backwards about 20-30 feet. He turned into a driveway to stop it when it allegedly tipped over falling on top of him.